Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2017 with a blood glucose level of over 600 mg/dl. The customer had a headache and her feet were throbbing. She started on an IV. The customer was wearing the insulin pump at the time of hospitalization. The customer bolused with the insulin pump to treat her blood glucose level. The device was not returned.